Manufacturer narrative:
The power adaptor was returned for evaluation. The inspection showed the burned module was heavily damaged at the power plug end. There was no residue noted at the power plug end, likely due to the heat intensity of the burn. White foreign material was noted opposite the power plug, near the cable side. This material was collected and analyzed with scanning electron microscope (sem) and noran system six ii energy dispersive spectroscopy (eds). Sem/eds analysis revealed sodium and chlorine, which indicates saline. The edward¿s operators manual has warnings that states "the monitor and power adaptors must be positioned in an upright position to ensure ipx1 ingress protection¿ and ¿shock or fire hazard! Do not immerse the ev1000 monitor, databox or cables in any liquid solution. Do not allow any fluids to enter the instrument¿. There is a caution statement that reads ¿do not allow any liquid to come in contact with the power connector. Do not allow any liquid to penetrate connectors or openings in the case. If any liquid does come in contact with any of the above mentioned items, do not attempt to operate the platform. Disconnect power immediately and call your biomedical department or local edwards representative." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information was obtained. It was reported that 15 minutes after the ev1000 platform was turned on, there was a short circuit resulting in spark, smoke and fire from the power supply. The product investigation results are pending. Upon completion of the evaluation a supplemental report will be sent.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record review could not be performed as the serial number is unknown.

Event description:
As reported, 15 minutes after the ev1000 platform was turned on, there was a short circuit resulting in spark and smoke from the power supply. The main power supply to the monitor was immediately switched off. According to the reporter, there was no liquid dropped on the device since no fluid bag was mounted on the IV pole at the time of the incident. It is unknown if an IV bag had previously been hung above the power supply. It was noted that the power supply was in the incorrect orientation when the event occurred. The reporter stated that there might have been a loose connection between the power supply and the cord. This incident occurred before use. Typically at this hospital the monitor and it¿s components are kept in a storage box. When needed for use, the system is assembled onto an IV pole. Once monitoring is completed, the system is wiped down with a dry cloth, disassembled and returned to the box. There was no patient involvement and no injury to staff. The device was available for evaluation.